Manufacturer narrative:
On (B)(6) 2018: we received a partial analysis. The pacemaker first underwent a status interrogation, and the device memory was analyzed. The device status was ok with an estimated remaining charge amount of 25 percent. The charge drawn from the battery was checked. The check indicates that the battery discharge was not as expected. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification conforming behavior in regard to its device functions. In the further course of the analysis, the pacemaker was opened. The visual inspection of the internal structure did not show any irregularities. The current uptake of the electronic module was normal. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the manufacturer for further analysis, and it is currently undergoing thorough analysis. As soon as new insights are available, we will promptly inform you.

Event description:
It was reported this pacemaker was exchanged 52 months after implantation due to decrease of the battery voltage. No adverse patient events were reported.

Manufacturer narrative:
The pacemaker first underwent a status interrogation, and the device memory was analyzed. The device status was -ok- with an estimated remaining charge amount of 25 percent. The charge drawn from the battery was checked. The check indicates that the battery discharge was not as expected. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In the further course of the analysis, the pacemaker was opened. The visual inspection of the internal structure did not show any irregularities. The current uptake of the electronic module was normal. The battery voltage was measured. The measurement confirmed an unexpected battery discharge. The battery was returned to the manufacturer for a thorough analysis. First, the production documents of the battery were checked, revealing no anomalies. Subsequently, the voltage and the heat tone of the battery were checked. During the measurement of the battery voltage, a partially discharged battery could be confirmed. A microcalorimetric measurement showed no anomalies. The battery was then opened, and the internal structure was examined visually. During the visual examination, an internal short-circuit was detected. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the pacemaker. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions that are critical for patient safety were available without limitations during the implantation time.